Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one versaport v2 opt bladeless 12 short opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
During a laparoscopic assisted distal gastrectomy, the trocar seal portion tore and gas leaked. There was no patient injury. No medical intervention required. No surgery time extended by 30mins or more.